Event description:
This is report 2 of 2 for the same event. It was reported that during an acromioplasty surgical procedure, it was observed that the electric pen drive device and hand switch device had no power while in use together. As a result, there was a two to three minute delay in the surgical procedure. Spare devices were available and were used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.